Manufacturer narrative:
Investigation: visual inspection revealed that there no non-conformities with the device. The device was tested to the vacuum weight test. The device was able to lift the weight without compromising the integrity of the foam seal bond. Based upon the findings of this functional test, the reported complaint "had no suction at the end of the cup" could not be confirmed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the xp-3000 had no suction at the end of the cup. This occurred after they were done using the acrobat and about to start using the xpose. They tried it on their hand first, and that is when they found no suction. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.